Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a sudden drop in longevity. It was further reported that there were fluctuations of the left ventricular (lv) lead thresholds. The device and lead remain in use. No patient complications have been reported as a result of this event.